Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of a leak was confirmed. Upon sample receipt, the device contained approximately 60 ml of fluid in the bladder. To verify the reported condition, the fill-port cap was removed. Upon removal, a back-flow (leak) was observed at the fill-port. Visual examination of the disassembled unit revealed the root cause of the leak was a 1.3-mm particle of acrylic resin trapped between the check band and the stress member. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot.

Event description:
Baxter (B)(4) received a report that one (1) (B)(4) sv 2.5 infusor for which, during filling, backflow was observed from the filling port. Drug - saline. The customer used filter (8?). There was no patient injury or medical intervention. There was no patient involvement. The actual sample is available. This complaint is being opened solely for the purposes of MDR submission, as the facility reported 2 devices.